Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the system controller had bent pins in the power leads. The pt switched to back up system controller with no further issue reported.

Manufacturer narrative:
The device was returned to the manufacturer and the evaluation of the reported event of bent pins in the leads was confirmed with investigation findings of the returned system controller. The system controller was in used condition. Both connectors had damaged pins. The black connector had a pine broken off (pin 1) and one slightly bent (pin 9). The white connector had most of its pins broken off (pins 1-4); these pins represent all of the power lines in the white cable. Connected the returned system controller to gmii test pump, pt cable, test pm, and system monitor. The slightly bent pins did not affect the system controller's ability to make a connection. The system was running at 9400 rpm's, however, power cable disconnect was active. The controller was run by just the black cable and then just the white cable, while just on the white cable the system controller was unable to run a pump due to the broken pins. A review of the device history records revealed no deviations from manufacturing or qa specifications. This situation is being addressed through the manufacture's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available at this time. The manufacturer is closing its file on this event.